Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no indication of positive contamination; the rlus for negative samples were as expected, and there was no pattern of low positive results. Customer was fully aware that the aptima assay is more sensitive than their other platforms and many samples would not repeat on non-hologic platforms. The lab noted that to avoid any further issue, they will use a less sensitive test to decrease the number of positive results, even if they know that they can miss patient who are positive. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua: (B)(4), aptima sars-cov-2 (eua:(B)(4), and aptima sars-cov-2/flu (eua: (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported questioning positive sars-cov-2 tma samples run on panther instrument sn: (B)(4). About 20% of the labs' samples run on the panther would not repeat on their non-hologic platforms. Customer uploaded logs but did not specify any worklists or sample ids to review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Patients were concerned as they were not authorized to travel and questioned the laboratory; there were no associated/reported adverse events.